Manufacturer narrative:
Final device analysis of the implantable neurostimulator revealed no anomaly found. The device was functionally ok. Lead: 3891, extension: model 7489. The lead and extensions were ok, but cut through suspected explant damage. Final device analysis revealed 'no anomaly found'.

Event description:
The device system was returned to the MFR with no clinical info. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.